Event description:
It was reported that a spectrum pump was experiencing false upstream occlusion alarms. The custer noted that there were 89 occurrences of upstream occlusion in the history log. The deive was reportedly in use on a patient and had to be swapped out for a new one due to these alarms.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported false upstream occlusion alarms were confirmed through review of the event history log, but could not be reproduced. It was determined that the root cause for this reported issue was a wide inscribed pin dimension, which has been proven to be a cause of false upstream occlusions alarms. The ultrasonic sensor was replaced.